Event description:
Caller reported a power source alert while using the tandem charging cable and wall adaptor. There was no adverse impact to the customer's blood glucose level. Customer had not yet tried leaving the wall adapter plugged into a functioning outlet for at least 30 minutes. No additional information was provided.